Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The user facility representative has stated that, the device is flimsy and not rigid enough to be an effective instrument. According to the information received, the devices were in contact with the patient; however, no injury was reported. No product revision or medical intervention was required.